Event description:
As reported, a patient is pending revision surgery; reason not reported. No other information provided.

Manufacturer narrative:
(H3) pending evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: a, b, c, d, e, f, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. B3: date of event is unknown. The most likely underlying cause for the incident reported is prosthesis wear, which was observed on the provided radiograph. It could not be determined whether the liner was within the scope of the gxl recall or whether or not any of the combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.